Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen display was missing pixels. Reportedly, it is difficult for the customer to read the screen. Troubleshooting with tandem technical support was performed. Customer's blood glucose level was not impacted. Contact stated that customer has back up syringes and needles for insulin therapy..